Manufacturer narrative:
Additional information received added to b5. Items returned for evaluation: -implant items not returned for evaluation: pusher, introducer, dispenser hoop, shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the implant coils to be severely stretched, damaged, deformed, and separated from the pusher. The pusher was not returned for evaluation. The implant's monofilament was noticed to be damaged, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant coils to be severely stretched, damaged, deformed and separated from the pusher. The pusher was not returned for evaluation. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional information received indicated: re-treatment was performed three days after the case of the incident. Retreatment was due to vessel contraction. The patient is under follow-up observation.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies unraveled coil as potential complications associated with use of the device.

Event description:
It was reported that during embolization treatment of an aneurysm in the splenic artery as the ninth coil, the coil was reported to unravel during positioning. A guiding sheath was advanced to store the coil and was successfully withdrawn from the patient. Angiography was performed and revealed that the vessel contracted due to the manipulation of removing the coil. It was determined that further treatment was difficult, and the procedure was completed. The patient was scheduled for re-treatment on another day. Additional information indicated that the spasm occurred due to the manipulation of withdrawing the unraveled coil.